Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker had a premature battery depletion and was in backup operation. As the device was out of battery, it was unable to be restored via reprogramming. The pacemaker was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.